Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a rupture was observed. The reported condition was verified during initial inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the primary container¿ of an all-in-one container was ruptured prior to patient use. There was no patient involvement. No additional information is available.